Manufacturer narrative:
Investigation summary: it was reported that three syringe packs did not have printed packaging information. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed by our quality engineer team for provided material number 309653, lot number 0339242. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that 3 bd 60ml syringe luer-lok¿ tips experienced no label or missing label information. The following information was provided by the initial reporter: material no: 309653, batch no: 0339242. In (B)(6) 2021, we observed a syringe pack that did not have printed packaging information for 50ml syringe (part code: 309653 / lot: 0339242) three additional units were found to have the same issue as reported on related complaint, (MFR report # 1911916-2021-00312).